Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was experiencing a low blood glucose (bg) level of 68 mg/dl. The customer stated the suspected cause was due to fasting for a blood test. The customer consumed glucose tablets to stabilize bg. Additionally, it was reported the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. The customer's bg ranged from 150-200 mg/dl. Reportedly, the customer would continue to use the current pump for insulin therapy until the replacement pump was received.